Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported they needed assistance configuring the inter bedside alarms, because the visual alarms no longer appear. The customer further reported this is occurring in all the rooms. Device was in use, no adverse event involving patient or user was reported.